Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4) . The leak was confirmed by a visual inspection of video, and the cause was determined to be a manufacturing issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A nurse reported to baxter that a minicap was cracked and noticed providone leakage. The leak was noticed before use. There was no patient injury or medical intervention indicated at the time of the initial report.